Event description:
It was reported that during an upgrade of the device, the device shut down unexpectedly. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.